Event description:
It was reported that the patient had gotten ill as the implanted device was rejected by the body. All device components were explanted. Additional information was received that the explanted devices will not be returned per hospital policy.

Event description:
It was reported that the patient had gotten ill as the implanted device was rejected by the body. All device components were explanted.

Manufacturer narrative:
Date of event: exact date unknown, event occurred seven months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7073784/7073856.